Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B) (6) 2010, inratio: 1.4, lab: 3.9.

Manufacturer narrative:
Discrepant result (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: inratio: 1.4, reference: 3.9, mean: 2.65, confidence limits: 1.7-3.8. Data analysis of mean calculation from comparison test data provided by end-user revealed that both inratio and reference values fall outside the confidence limits. Accuracy criteria was not met. Investigation was performed on returned meter and retained strips. Customer's observation of discrepant test results were not observed in the lab. There is no sufficient info to determine the root cause of customer's discrepancies. Investigation results: see scanned table. The allowable difference between the inratio inr's and sysmex inr's was calculated. At least two out of three replicates for both samples of lot 225433 are within the allowable bias. No discrepant results were established on returned and in-house meters. These meet the above criteria. No further action is required. As of 03/18/2010, twelve discrepant result complaints were reported for lot #224380 yielding a complaint rate of 0.003%. Due to this low occurrence rate, below the action thresholds monitored by qa for corrective action (>0.07%), no further action is required at this time. Ongoing trending shall be performed to determine if further action is warranted. No corrective action required at this time as no product deficiency was established.